Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was not returned, the exact cause was unknown. Based upon the information from the local service engineer, there were holes and leaks in the universal cord/the video cable of the device. Omsc assumed a potential cause as follows. The universal cord perforated, causing water leakage. As a result, water may enter the video connector and short-circuit may occurred inside the ccd cable, causing the image not appear. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.